Event description:
It was reported that the 9800 system down because of charger failure message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a failed ii power supply. Power supply replaced. System was tested and is operating as intended.